Event description:
Caller reported a damaged tandem usb cable which prevented the customer from charging the pump. There was no reported impact to customer's blood glucose. Technical support decided to replace the usb cable.

Event description:
Caller reported a damaged tandem usb cable which prevented him from uploading data from the pump to go look and from charging the pump. There was no reported impact to customer's blood glucose. Technical support decided to replace the usb cable.